Manufacturer narrative:
The reported event of the helix not being able to retract or extend was not confirmed. As received, a complete lead was returned in one piece for analysis with the helix extended and free of blood. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not reveal any anomalies. The helix was able to retract and extend and the extended helix was found to be within product specification.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the helix of the right atrial (ra) lead was unable to retract or extend prior to implant. The ra lead was replaced. The patient was stable and will continue to be monitored.